Manufacturer narrative:
Lab analysis of the device found an empty syringe with a crack at the 3mm luer lock level and a plastic part missing.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra® xc where it cracked at the top and filler squirted out. It was noticed that the syringe was leaking during the injection using the packaged needle. There was no harm caused to the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported events of crack and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra® xc where it cracked at the top and filler squirted out. It was noticed that the syringe was leaking during the injection using the packaged needle. There was no harm caused to the patient.